Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was deployed for deep vein thrombosis and contraindication to long-term anticoagulation. Filter was placed infrarenal without difficulty. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation and tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2012); manufacturing date: (02/2009). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed for history of dvt and contraindication to long-term anticoagulation. Sometime post filter deployment the filter allegedly tilted and perforated the inferior vena cava. There was no reported attempt made to retrieve the filter. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and eight months post filter deployment, a computed tomography of abdomen and pelvis was performed for evaluation of inferior vena cava filter and the study showed that an inferior vena cava filter was identified and there was a severe tilt of inferior vena cava filter greater than 15-degrees. The apex of the inferior vena cava filter abutted the wall of the inferior vena cava, suggesting embedment with the perforation of the inferior vena cava shown both anterior laterally within the mesentery as well as the retroperitoneal fat and medially oriented into an aneurysmal dilated aorta. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. D4 (expiry date: 02/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed for history of deep vein thrombosis and contraindication to long-term anticoagulation. Sometime post filter deployment the filter allegedly tilted and struts perforated the inferior vena cava. There was no reported attempt made to retrieve the filter. The current patient status is unknown.